Event description:
Physician's office acct# (B)(4) reported a burn on (B)(6) 2021 to sales representative. Thermitight procedure was performed on (B)(6) 2023 on the patient's neck and submental area after submental lipsuction. The treatment set temperature was 65c, and during treatment the readings were between 65-67c. The surgical technician monitoring the "external temp" read a temperature range of 35-40c. During treatment there was no indication of burns, skin was warm and perfusing appropriately. Treatment time of the procedure was 20 minutes. After the treatment while cleaning, it was noticed that the patient's skin was pink and peeling on the left side of the patient's neck but did not exhibit open areas indicative of cool compress and vaseline. The patient was "wrapped" per usual post procedure. The day following the procedure, the patient return with significant blistering on right side of neck and open areas on left side of the neck and burns in the submental area. Images of the patient was provided, office personnel noted that the protocol has been followed, and that there were two people monitoring temperature with no indication that the skin was "too hot" citing concerns about the infrared camera temperature readings. It was indicated that the user was not completely knowledgeable about the process where it applies to the "hotspot" mode on the infrared camera. This indication led to the conclusion that user error may have caused the event. The nurse practitioner who performed the procedure treated the patient on (B)(6) 2021 for burns and provided instructions for home care. The patient did not show up on (B)(6) 2021. The patient was referred to the (B)(6) clinic by office staff on (B)(6) 2021 and seen by the (B)(6) clinic on (B)(6) 2021 as well as (B)(6) 2021. Physician returned their thermirf generator sn# (B)(6) and flir camera sn# (B)(6) for inspection and testing to determine if any equipment failure occured.

Manufacturer narrative:
Thermirf generator is used in conjunction with thermirf injectable electrode and grounding pad for thermitight procedure. Customer case reopened in response to FDA audit, inspector indicated that no adverse event was reported and case required re-assessment. Quality re-opened the case for re-assessement of MDR status. Re-assessment concluded that case is reportable.